Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. Causality was attributed to the patient¿s improper use of ppe by not donning a mask when initiating and/or terminating treatment. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day for 14 days, and ceftazidime 1000 mg every day for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s vancomycin was discontinued. The pdrn attributed causality to the patient not wearing the proper protective equipment (ppe) during initiation and discontinuation (no mask), as the patient and spouse admit he does not consistently wear a mask. Reeducation was performed and the patient continues to undergo ccpd. The patient is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on 18/may/2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day for 14 days, and ceftazidime 1000 mg every day for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s vancomycin was discontinued. The pdrn attributed causality to the patient not wearing the proper protective equipment (ppe) during initiation and discontinuation (no mask), as the patient and spouse admit he does not consistently wear a mask. Reeducation was performed and the patient continues to undergo ccpd. The patient is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.